Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 160 mg/dl. Suspected cause was due to customer delivering a bolus to address an elevated bg level and did not consume food prior to physical activity. Customer received assistance and was provided with carbohydrates to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.